Manufacturer narrative:
Other, one medfusion pump was received with a broken earclip, the top case was cracked on the corners and the bottom case gasket was damaged. The event history log was reviewed and there were "battery not working" and "battery communication timeout" errors. The power up process, and a check of battery diagnostics were conducted. The battery was not working at power up and all battery values were at 0. The issue was caused by a combination of corrosion on the interconnect board from fluid ingression and normal wear of the battery. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. The interconnect board and battery will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system error. The issue was discovered during routine testing and there was no patient involvement.